Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing that looked like myopotential along with a small r wave and t wave oversensing. Boston scientific technical services (ts) recommended to perform an x ray and discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered five inappropriate shocks due to low amplitude and oversensing. Additionally, the first inappropriate shock induced ventricular fibrillation (vf) and a second shock broke the rhythm. An x ray was discussed, and the boston scientific technical services (ts) recommended troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.